Event description:
I had a right reverse total shoulder put in (B)(6) 2015 and initially after surgery my arm was paralyzed, I only had function of one finger out of my whole arm, I remained this way until (B)(6) 2015 when I had a brachial plexus surgery done shortly after some therapy, I regained function on my hand, wrist and elbow my shoulder function has been about 50 degrees forward elevation and about 40 degrees side elevation. On (B)(6) 2016 I felt a pop when I stood up from the couch, I was in severe pain until I finally got into the doctor (B)(6) 2017 my surgeon did shoulder x-rays at this point which showed a 10mm displaced fracture in the greater tuberosity resulting in no injury at all. He wanted me to follow up at a later date to re x-ray so (B)(6) 2017 I went back they re xrayed and showed fracture had no change my surgeon noticed in the x-ray there is a line showing loosening in the prosthetic near the humeral tray. Because of the recall he wants to schedule surgery to take out the reverse total shoulder and convert back to a hemiarthroplasty which will be my 9th shoulder surgery. My lot number is not on the recall list but it is made by biomet and I have all the symptoms. I have had 2 shoulder transplants already one hemiarthroplasty in (B)(6) 2009 and a reverse transplant in (B)(6) 2015. I have 8 right shoulder surgeries already since 2007. Biomet comprehensive reversal lot number is 115370 for humeral tray. I will be going to doctor (B)(6) 2017 to get my surgery scheduled.